Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified check clutch and motor rate error. During the functional testing the reported issues were unable to be duplicated. The main board does not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced lead screw and both clutch halves for preventive of check clutch error and worm coupling for preventive of motor rate error. Performed preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited clutch issue, and motor rate error. No patient injury reported.